Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side "tissue expander is leaking". The device remains implanted.

Manufacturer narrative:
Additional, changed and/or corrected data: a.2, a.4, b.5, d.1., d.4., d.6a., d.6b, h.4, h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Additionally the healthcare professional reported right side "problems with infection, seroma and mrsa". The device has been explanted.